Event description:
It was reported that in central processing, exposed wires at the tip were identified on the fenestrated bipolar forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.